Event description:
It was reported that a patient from approximately a year ago has shown some settling of an implant. Other details unknown.

Manufacturer narrative:
Method: risk assessment. Results: the reported complaint of securing mechanism disengagement was confirmed via correspondence with the sales rep. Device is not returned, implanted, lot number not provided. Conclusion: a plausible root cause could not be identified, failure could not be confirmed.

Event description:
It was reported that a patient from approximately a year ago has shown some settling of an implant. Other details unknown.